Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump shutoff multiple times in transport". There are no additional details available from the customer on how the issue was resolved or the current condition of the patient.